Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection, hematoma and pain are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported patient effects of infection, hematoma and pain are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral venous closure in the right and left common femoral veins (rcfv and lcfv) was successfully achieved at three access sites with three proglide devices on (B)(6) 2022 after an ablation interventional procedure. The sheath sizes were 6f and 8.5f in the rcfv and 11f in the lcfv. The patient returned to the hospital on (B)(6) 2022 reporting persistent groin pain. After examination of the patient, it was concluded that each access site had developed a superficial infection with hematomas bilaterally. To treat the infection and hematomas, the patient was taken to surgery on 05/18/2022 and a wound vac was placed. No additional information was provided